Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: hty. Other UDI: (B)(4) lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporters tel: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: tt was reported that recent breakages on the non-sterile guide wires, which were supplied on a 3.5 cannulated screw consigned set, happened during surgery from (B)(6) 2017. This complaint involves 1 part. Concomitant device: 1x unk 3.5 cannulated screw set. This report is 1 of 1 for (B)(4).